Manufacturer narrative:
The device was not returned for the investigation. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient stated that their teladoc blood pressure monitor read 137/84 compared to a manual reading of 110/84 taken simultaneously at their doctor's office. The patient did not receive any treatment.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient stated that their teladoc blood pressure monitor read 137/84 compared to a manual reading of 110/84 taken simultaneously at their doctor's office. The patient did not receive any treatment.